Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that since last night, when they tap the arrow to do the next bolus, the controller goes to 90% and then a white box comes up at the bottom that says my controller was not responding close application. The patient stated that they had to do everything all over again to try to connect to the pump. The agent walked the patient through a restart of the handset. The patient verified that they were able to connect to the pump and see her lockout. The agent had patient clear data in settings and the patient was able to connect to the pump much faster. The troubleshooting steps that were taken on the call resolved the issue.